Event description:
SYNERGY CHINA REGISTRY. IT WAS REPORTED THAT THE PATIENT DIED. IN (B)(6) 2019, THE SUBJECT PRESENTED WITH UNSTABLE ANGINA AND WAS REFERRED FOR CARDIAC CATHETERIZATION. THE FIRST TARGET LESION WAS LOCATED IN THE 1ST OBTUSE MARGINAL WITH 90% STENOSIS AND WAS 21 MM LONG, WITH A REFERENCE VESSEL DIAMETER OF 2.5 MM. THE FIRST TARGET LESION WAS TREATED WITH PRE-DILATATION AND PLACEMENT OF 2.50 MM X 24 MM SYNERGY STENT SYSTEM. FOLLOWING POST-DILATATION, THE RESIDUAL STENOSIS WAS NOTED TO BE 0%. THE SECOND TARGET LESION WAS LOCATED IN THE 1ST DIAGONAL WITH 80% STENOSIS AND WAS 39 MM LONG, WITH A REFERENCE VESSEL DIAMETER OF 2.5 MM. THE SECOND TARGET LESION WAS TREATED WITH PRE-DILATATION AND PLACEMENT OF 2.50 MM X 24 MM AND 2.50 MM X 20 MM SYNERGY STENT SYSTEMS. FOLLOWING POST-DILATATION, THE RESIDUAL STENOSIS WAS NOTED TO BE 0%. ONE WEEK LATER, THE SUBJECT WAS DISCHARGED ON ASPIRIN. IN (B)(6) 2023, THE SUBJECT DIED. AT THE TIME OF THE EVENT THE SUBJECT WAS ON ASPIRIN, AND OTHER ACTION WAS TAKEN TO TREAT THE EVENT. THE PRIMARY CAUSE OF DEATH IS UNKNOWN, AND IT IS UNKNOWN IF AUTOPSY WAS PERFORMED OR NOT.

Event description:
Same case as PR ID# (b)(4). SYNERGY CHINA REGISTRY.It was reported that the patient died.In (b)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The first target lesion was located in the 1st obtuse marginal with 90% stenosis and was 21 mm long, with a reference vessel diameter of 2.5 mm. The first target lesion was treated with pre-dilatation and placement of 2.50 mm X 24 mm Synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the 1st diagonal with 80% stenosis and was 39 mm long, with a reference vessel diameter of 2.5 mm. The second target lesion was treated with pre-dilatation and placement of 2.50 mm X 24 mm and 2.50 mm X 20 mm Synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. One week later, the subject was discharged on aspirin.In (b)(6) 2023, the subject died. At the time of the event the subject was on aspirin, and other action was taken to treat the event. The primary cause of death is unknown, and it is unknown if autopsy was performed or not.It was further reported that TIMI 3 flow was observed.

Manufacturer narrative:
A4. Weight: 65.5 kg.E1. Initial Reporter Address 1 updated.E1. Initial Reporter Zip/Post Code updated.